Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10- though more specific information is currently unavailable, the grafts placed were identified to be manufactured by medtronic. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 04jul2021, it was confirmed that the treatment for the type 1b endoleak was completed successfully via deployment of an extension graft.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6- annex e. Investigation ¿ evaluation. On (B)(6) 202, it was reported to cook in the poster presentation, "iliac artery rupture during coda ballooning in evar procedure: controlled by covered stent graft," a patient experienced an iliac artery rupture following use of an unknown cook coda balloon catheter. The patient presented to the hospital with back pain. A CT scan revealed an abdominal aortic aneurysm (aaa) (5 cm) with the left and right common iliac arteries measuring at 1.8 cm and 2.5 cm. The patient's neck shape was described as "favorable". The iliac artery was somewhat torturous but had a "good" diameter. It was decided that the patient was suitable for an endovascular aneurysm repair (evar) procedure. The patient was administered general anesthesia for the procedure. The femoral artery was punctured, though bleeding was noted to have continued after the sheath was inserted into the vessel. The vessel was then cut down and exposed. Following, a main body graft was inserted through the right side and deployed. A stent graft was deployed in the left iliac artery. After confirming the right iliac bifurcation via angiogram, another iliac stent graft was deployed. Afterwards, a type 1b endoleak was identified via angiogram, prompting the use of a coda balloon to further expand the affected graft. At this point, it is presumed that the patient's iliac artery ruptured. As a result, coil embolization was performed three times on the right internal iliac artery. Additionally, a right external iliac artery extension graft was deployed. Though the patient did not have marfan syndrome or ehlers-danlos syndrome, their vessel was described to be "exceptionally weak and difficult to operate". The treatment was considered to be successful. Further communication with the customer confirmed the type 1b endoleak resolved following deployment of an extension graft. Reviews of documentation including the complaint history, drawing, instructions for use (IFU), quality control, and specifications were conducted during the investigation. The complaint device was not returned and imaging was not provided for review; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) as the rpn and lot information were not provided. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: warnings ¿ do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 40 mm balloon catheter should not be used in vessels less than 24 mm in diameter. Precautions ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events. ¿ vessel dissection, perforation, rupture, or injury. Balloon inflation volume: do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation volume parameters as shown below. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Maximum inflation volumes: catheter size: max. Volume: coda-2-10.0-35-120-40, 40 cc. Coda-2-10.0-35-120-32, 34 cc. Balloon introduction and inflation: ¿ under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. ¿ inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. ¿ if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. It was reported the patient¿s vessel was exceptionally weak and difficult to operate; it is possible patient anatomy contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Citation: won gong chu, dong hyun kim, sang su lee (2019). Iliac artery rupture during coda ballooning in evar procedure: control by covered stent graft. The korean surgical society, 200-200. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported in the poster presentation, "iliac artery rupture during coda ballooning in evar procedure: controlled by covered stent graft," a patient experienced an iliac artery rupture following use of an unknown cook coda balloon catheter. The patient presented to the hospital with back pain. A CT scan revealed an abdominal aortic aneurysm (aaa) (5 cm) with the left and right common iliac arteries measuring at 1.8 cm and 2.5 cm. The patient's neck shape was described as "favorable". The iliac artery was somewhat torturous but had a "good" diameter. It was decided that the patient was suitable for an endovascular aneurysm repair (evar) procedure. The patient was administered general anesthesia for the procedure. The femoral artery was punctured, though bleeding was noted to have continued after the sheath was inserted into the vessel. The vessel was then cut down and exposed. Following, a main body graft was inserted through the right side and deployed. A stent graft was deployed in the left iliac artery. After confirming the right iliac bifurcation via angiogram, another iliac stent graft was deployed. Afterwards, a type 1b endoleak was identified via angiogram, prompting the use of a coda balloon to further expand the affected graft. At this point, it is presumed that the patient's iliac artery ruptured. As a result, coil embolization was performed three times on the right internal iliac artery. Additionally, a right external iliac artery extension graft was deployed. Though the patient did not have marfan syndrome or ehlers-danlos syndrome, their vessel was described to be "exceptionally weak and difficult to operate". The treatment was considered to be successful. Additional questions have been submitted to the author of the presentation regarding patient outcome and device information. However a response has not been received at the time of this report.